Event description:
It was reported occlusion alarms occurred, resulting in high blood glucose levels displaying as "high," specific values were not provided. To address the issue, customer administered a correction bolus via the pump and was able to resolve the situation by clearing the alarm and resuming insulin delivery. Despite experiencing more than one occlusion event, customer consistently followed the same actions to resolve them